Event description:
The customer obtained a biased glucose result for a patient sample. The scenario described is consistent with a malfunction that could have caused a falsely elevated patient glucose result to be reported. The biased paitent result was not reported to the physician. There was no report of patient harm as a result of this event.